Event description:
It was reported that approximately 136 months after a total replacement procedure, the patient was revised with the removal of the index implants. Prior to the removal of the implants, the patient was operated four times with the removal of the implants on the fifth surgery: 1. At 54 months after index surgery there was examination under anesthesia, manipulation right knee 2. At 74 months after index surgery there was examination under anesthesia and manipulation right knee, arthroscopy debridement and removal of scar tissue 3. At 121 months after index surgery there was a right knee posterior capsule gradual release to correct a flexion contracture with addition of a 4 ring frame 4. At 124 months after index surgery there was removal of circular multiplanar external fixator from thigh 5. At 136 months after index surgery the index implants were removed after failure of soft tissue extensor mechanism and failed arthroplasty. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: no information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation) the following sections were corrected: d1 d4 g3 h6 (health effect - clinical code, medical device problem code, component code) the reason for the removal of implants and arthrodesis procedure documented is most likely due to failure of conservative measures to treat loss of range of motion secondary to development of scar tissue/arthrofibrosis. The underlying reason for the loss of range of motion and/or development of scar tissue cannot be determined but may be related to patient conditions, previous surgical history, joint immobilization, or non-compliance with rehabilitation protocols. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.